Manufacturer narrative:
Information: b2 - outcomes attributed to ae, b5, d1- brand name, d9 - device available for evaluation, e4 - initial report sent to FDA. Correction: b1 - adverse event/product problem,h1 - type of reportable event, h3 - device evaluated by mfg?, h6 - annex f. H3 - device evaluated by mfg?: the complaint device will not be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 19jan2026, it was reported that the patient presented to a physician partner with a type 1b endoleak following a cook endovascular aortic repair (evar) that was completed in 2018 by a different physician at another facility. The endoleak was caught by visible contrast filling the distal part of the aneurysm sac after a computed tomography angiogram (cta) was performed on the patient. The patient's vessels were not tortuous or calcified. The angulation of the aneurysm neck relative to the suprarenal aorta was minimal and well within the bounds of the instructions for use (IFU). Neck angulation was not something of note when reviewing the cta. The neck was parallel for the most part but was difficult to say due to the presence of the pre-existing evar. The neck was not involved in the reason for the re-intervention on this patient. The endoleak was a distal type 1b, where the iliac limb no longer had a seal in the common iliac artery. An additional cook iliac limb was implanted in a limb extension case on (B)(6) 2026, after the physician called the manufacturer. The patient had not had a follow up in quite some time following the index evar procedure in 2018. The device is not available for return, as it remains implanted in the patient. It is believed that the patient's anatomy seemed to have degenerated around the graft. Patient pre-existing conditions and aortic anatomical changes over time are not known.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d10. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. D1, d4, d10 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Imaging was provided for the investigation. The image reviewer identified the device that had the type 1b endoleak on the right to be a zenith flex with spiral-z technology aaa endovascular graft iliac leg. Additionally, the image reviewer identified a procedural dissection possibly related to the zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-74-zt) placed on the right. A type 3a endoleak was also identified on the zenith flex aaa endovascular graft bifurcated main body (tffb) and the left zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-13-90-zt).

Manufacturer narrative:
H3: device evaluated by mfg? It is unknown if the device will be returned to the manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a type 1 endoleak occurred on an unknown zenith aortic abdominal graft. The patient had the device implanted in 2018 at (B)(6) center. The patient was being treated at a different facility. A computed axial tomography (CT) scan was completed and identified at type 1 endoleak. Additional information regarding the event and patient outcome has been requested but is currently unavailable.